Manufacturer narrative:
The ultrasound module serial number (B)(6) performed within the specified ultrasound power output requirements during a two hour test period, with focus upon the two measurement levels monitored by that procedure. The power produced was consistent and reproduceable, with measurements being; 34.94-35.26 w at 100% / 3.59-3.62 w at 10%. At no time were excursions in excess of the maximum or below minimum power demonstrated. Checked in conjunction with cpa06464 of the same report. Reported problem not duplicated. The device history was reviewed and found to meet manufacturing specification. The lot history, trend analysis, risk analysis and/or directions for use review were considered acceptable, with the product performing within anticipated rates. No corrective action required.

Event description:
The user facility reported that intermittent aspiration was suspected, as a plume of smoke appeared in the eye. The and phacoemulsification tip, handpiece may have been getting hot that caused a wound burn. The wound was sutured after the cataract of average density was remove and a lens inserted in a 2mm incision.